Event description:
A report was received that the patient had drainage at the pocket site. The patient was suspected of having an infection. The physician believed the infection was procedure related. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well post-operatively.

Event description:
A report was received that the patient had drainage at the pocket site. The patient was suspected of having an infection. The physician believed the infection was procedure related. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-8216-70 serial #: (B)(4), description:artisan surgical lead, 70cm model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient also had swelling at the pocket site and that the lead was left in place during the explant procedure.